Event description:
The customer reported that they observed the probe of the ortho provue analyzer drip fluid into the reagent vial during testing. The customer indicated that the instrument posted an "xyzerrcod" error code. However, the specific error message was not provided. The customer aborted testing and discontinued use of the instrument. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood. Erroneous test results were not reported as a result of this incident.

Manufacturer narrative:
On 04/26/2007, an ocd field engineer arrived on site. A possible root cause was determined. The probe was bent and the wash station was cracked. Replacement of the proper components has returned this instrument to its expected operation. Complaint: